Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing discomfort at the implantable pulse generator (ipg) site. It was also noted that the patient had difficulty charging the ipg and reported that it was not holding a charge as previously experienced. Troubleshooting steps were provided but were unsuccessful. The patient subsequently underwent a procedure during which the ipg was replaced and relocated from the left flank to the left buttock. The patient was reported to be doing well postoperatively. The explanted device was not returned, as it was disposed of by the medical facility.